Manufacturer narrative:
An event of thrombus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 12mm amplatzer septal occluder (aso) was placed but not implanted due to mis-sizing. The 12mm aso was resheathed and removed and exchanged for a 14mm amplatzer septal occluder. The 14mm occluder was placed, however; thrombus formation was observed on echo, the 14mm device was removed and the procedure was aborted and no patient consequences were reported. A future attempt for asd closure is scheduled for the near future. Additional information was requested but not provided.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 12mm amplatzer septal occluder (aso) was placed but not implanted due to mis-sizing. The 12mm aso was resheathed and removed and exchanged for a 14mm amplatzer septal occluder. The 14mm occluder was placed, however; thrombus formation was observed on echo, the 14mm device was removed and the procedure was aborted and no patient consequences were reported. A future attempt for asd closure is scheduled for the near future. Additional information has been requested.